Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there we re no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The surgeon pressed the green button and squeezed the handle, but the device did not fire. A new handle was used but the same issue occurred. To complete the procedure, another loading unit was used. No patient injury or extension in surgical time. Another manufacturer's reinforcement material was used in conjunction with the stapling devices.